Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had not had any falls but had been ¿scooting across¿ the bed more. The patient also began using a stationary bicycle at the gym but not the elliptical yet. The patient also stated that she was diagnosed with a yeast infection ¿last week¿ and just finished antibiotic treatment. The patient had lost thirty pounds and noticed that the pocket site was looser and it stuck out more. The patient was on program 2 and switched to program 1 and increased the setting ¿over the weekend¿ but still did not feel stimulation or experienced symptom control. Troubleshooting revealed that the patient¿s device was off so, she first decreased stimulation and then turned it on. The patient only felt stimulation at the device site so switched to program 2 and adjusted from 1.4 volts to 2.2 volts and felt it in the bicycle seat area. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-33 lot# va03sbg, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received indicated that some of the patient's concerns were resolved during a phone call in (B)(6) 2013. A surgery was scheduled on (B)(6) 2013 to place the device in a ¿more secure¿ area due to some other concerns the patient was having. A second follow up report will be sent if additional information is received.